Event description:
During operation (cholecystectomy) the electrode has a "deflagration" (flash) inside of the instrument. According to the surgeon, the patient wasn't injured.

Manufacturer narrative:
The device has been returned for investigation and marks of frequent use could be observed - especially at the handle and the distal tip. The ceramic part at the distal tip is split at the end of the black tube insulation. Furthermore, the black insulation is frayed out and deformed close to the point of breakage. The crack surface is partly covered with residues from body fluids - however, also a section of a fresh, uncovered crack has been found. Residues of body fluids are present on the inner wall of the ceramic part as well. This (and the frayed black insulation) leads to the conclusion that the ceramic part was predamaged. This is the first time that a ceramic split reportedly occurred inside a patient's body. Depending on the circumstances, the case is considered a single event, caused by kind of use error that can't be further specified.